Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited inappropriate automatic mode switch due to atrial under-sensing. No intervention was performed. Patient condition was stable.

Event description:
Related manufacturer reference numbers: 2017865-2023-93353. New information received notes that inappropriate automatic mode switching recurred due to noise over-sensing from the right atrial lead. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that programming changes were made. There were no patient consequences.